Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per the part investigation, it was determined that thermal damage to components and capacitors on the full height cubie pmc circuit board (p/n 151903-01), resulting from an electrical failure, compromised cubie pocket communication and control signals, leading to malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of drawer failure was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. Under work order (wo) (B)(4). The fse reported that full height (fh) drawer 1 was not on the bus and there was no light emitting diode (led) on the rear board, so the pcba pyxibus module controller (pmc) board of the device was replaced. The device was tested in hardware test application (hta) and with the user, and it was verified that it worked correctly; however, fh drawer 1, row c a1, did not released, so the row tray was replaced. The device was tested again in hta (hardware test application) and with the user, and it was verified that it worked correctly. During dchu visual inspection: pn 356494-01: the assy tray fh cubie mini was received with a misaligned muscle wire. Pn 151903-01: the pcba fh cubie pmc was received with signs of thermal damage on component u300, c301 and c302. During dchu testing: pn 356494-01: no dchu testing was performed due to the misaligned muscle wire. Pn 151903-01: no dchu testing was performed due to the signs of thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported condition drawer failure was identified as: a physical damaged assy tray fh cubie mini (pn 356494-01) which compromised the cubies proper functionality. A thermal damaged component u300 and capacitors c301 and c302 on the full height cubie pmc circuit board (pn 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the printed circuit board (pcb) card and row tray assemble to resolve the issue. The system functioned as intended after the field service engineer repaired the device.